Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. A patient experienced a loosening of his vega implant. The part numbers used were: femur: nx014z lot number 52220369 tibia: nx057z lot number 52264987. This event caused a revision surgery.

Manufacturer narrative:
Additional information: adding components. Concomitant medical products: adding information on components.

Event description:
Component in use listed as concomitant devices are: nx140 / vega ps gliding surface t4/4 10mm. Nx014z / as vega ps femoral comp.cemented f6l. Nx057z / as vega ps tibial plateau cemented t4.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the tibial plateau. Here we found a gap. Additionally we found loosened bone cement on the surface. We also found visible damage on the gliding surface. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and been found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably patient and usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. We assume a bone loosening as a causal factor. It could be possible that there were problems with the cement technique as well. Potential sources of faults relating to the cement: the processing time of the cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling of the cement. No CAPA is necessary.